Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements. Boston scientific technical services (ts) was consulted and discussed this was a jumpy increase. The cardiac resynchronization therapy defibrillator (crt-d) was found to be at elective replacement indicator (eri) and ts recommended a thorough evaluation of this lead at the generator changeout procedure. No adverse patient effects were reported. At this time, this device system remains in service.